Manufacturer narrative:
Product analysis: the analysis found that the radio frequency (rf) head cable tested out of specification and it was noted to shut down the programmer. The radio frequency (rf) head needs a new cable. The radio frequency (rf) head will be repaired at a later date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the radio frequency (rf) head cable tested out of specification during manufacturer's analysis. There was no patient involvement.